Manufacturer narrative:
Unit received with missing segments due to cracked lcd glass. No moisture damage in reservoir tube or on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that display screen was damaged and was not legible. Customer also reported that insulin leaked into reservoir compartment. Customer's blood glucose was 48 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The medwatch report for manufacture report number 2032227-2016-14960 was created in error. This event was reported under manufacture report number 2032227-2008-01395.